Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2008. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. After surgery, her treating physician informed that her essure coils had migrated out of her fallopian tubes and had broken apart. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 05-jul-2016. (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, presented increasingly severe and chronic pain. Seven (7) years later, she underwent a hysterectomy to have the essure coils removed. After surgery, her treating physician informed her that essure coils had migrated out of her fallopian tubes (device dislocation) and had broken apart (device breakage). Device dislocation is a listed event in the reference safety information for essure. Device breakage was regarded as anticipated, upon receipt of the product technical analysis. Device breakage and device dislocation may occur during essure use. In this case the exact mechanism or circumstances of these events were not informed. However, considering their nature, causal relationship between them and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tubes/essure coil protruding out of right fallopian tube/malposition of essure'), device breakage ('essure coils had broken apart') and embedded device ('both fallopian tube segments show embedded coiled wire') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci assisted laparoscopic hysterectomy bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, embedded device, discomfort, menorrhagia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, discomfort, embedded device and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, embedded device, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tubes/essure coil protruding out of right fallopian tube/malposition of essure'), device breakage ('essure coils had broken apart') and embedded device ('both fallopian tube segments show embedded coiled wire') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci assisted laparoscopic hysterectomy bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, embedded device, discomfort, menorrhagia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, discomfort, embedded device and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, embedded device, device dislocation. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, other relevant history, auto-narrative supplement and event : "both fallopian tube segments show embedded coiled wire" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tubes/essure coil protruding out of right fallopian tube/malposition of essure'), device breakage ('essure coils had broken apart') and embedded device ('both fallopian tube segments show embedded coiled wire') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci assisted laparoscopic hysterectomy bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, embedded device, discomfort, heavy menstrual bleeding, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, discomfort, embedded device and heavy menstrual bleeding to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, embedded device, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.